Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support; however, a different alarm occurred, and the system check could not be completed. Customer successfully resumed insulin delivery. Customer's blood glucose was 221 mg/dl at time of event.